Manufacturer narrative:
H.6. Investigation summary: bd received 20 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality was observed. In addition, 20 customer samples were subjected to a visual inspection for additive abnormality. 2 of 20 customer samples failed the visual inspection for additive abnormality. 30 retain samples were subjected to a visual inspection for additive abnormality. 0 of 30 retain samples failed the visual inspection for additive abnormality. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for additive abnormality based on the photos and customer return samples. Retention sample testing of the same lot number was satisfactory. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-06-19.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes has crystallization phenomenon in the tube. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: "defect: it is found that the additive in the blood collection tube has crystallization phenomenon. Quantity: (B)(4) pieces".

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes has crystallization phenomenon in the tube. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: "defect: it is found that the additive in the blood collection tube has crystallization phenomenon. Quantity: 50000 pieces".